Event description:
It was reported that the bd micro-fine¿ + pen needle was blocked and would not inject insulin during use. The following information was provided by the initial reporter, translated from chinese: "the patient was injected with 18u of insulin, and the liquid could not be injected after injecting 5u. After checking the cause, it was considered that the needle was blocked, and it was normal after replacing the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿ + pen needle was blocked and would not inject insulin during use. The following information was provided by the initial reporter, translated from chinese: "the patient was injected with 18u of insulin, and the liquid could not be injected after injecting 5u. After checking the cause, it was considered that the needle was blocked, and it was normal after replacing the needle."